Event description:
Three months after under (pci) percutaneous coronary intervention, a 50% stenosis was noted in the proximal circumflex stented lesion. Pre-dilation was conducted with a (3.5 x 15mm) balloon at 10 atmospheres for 3 seconds. A cypher (3.0 x 13mm) was implanted between the proximal end of the initially implanted cypher stent and the left main trunk at 20 atmospheres for six seconds. The stent was overlapped by crush technique. Post-dilation was conducted with a balloon (3.5 x 15mm) at 20 atmospheres for 10 seconds without any residual stenosis. After surgery, the pt was in stable condition. The physician commented that the "probable cause of this event was caused by cypher restenosis and the appearance of new lesions."